Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the insert for dhs/dcs impactor no. 338.280, single (p/n: 338.26, lot #: 7736810) was returned and received at us cq. Upon visual inspection, it was observed that the tip of the device is broken. No other issues were identified with the returned components of the device. Service & repair evaluation: the customer reported tip of dhs impactor broke. No patient consequence reported. The repair technician reported that impactor is damaged, and pieces are missing. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device failure/ defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Tip for dhs/dcs impactor. Complaint confirmed? Yes, the device received is broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the dhs/dcs impactor no. 338.280, single (p/n: 338.26, lot #: 7736810) as the tip was observed to be broken and fragments not returned. There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. The potential root cause could be due to unintended forces applied on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part # 338.26. Synthes lot number: 7736810. Manufacturing site: synthes jennersville. Release to warehouse date: 23-dec-2014. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tips of the two (2) dynamic hip system (dhs) impactors broke. No patient consequence reported. This report is for one (1) tip for dhs/dcs impactor (338.28). This is report 2 of 2 for (B)(4).